Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in impedances over the past year. Impedances increased to greater than 2000 ohms. It was noted that sensing and threshold measurements were normal and there was no noise. A revision procedure was subsequently performed, and the lead was surgically capped and abandoned. No adverse patient effects were reported.

Event description:
Additional information was provided that thresholds had also increased, and during the revision, there was no visible sign of a lead fracture.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.